Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia and received third-party intervention by a relative, a neighbor, a friend who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.